Event description:
A baxter sales representative reported a pouch was found without a cap inside. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a pouch missing a cap was confirmed. The assignable cause was determined to be a manufacturing/quality system failure. A batch review was performed, and no issues were noted. Baxter will continue to monitor similar reports to determine if further action is

Manufacturer narrative:
(B)(4). Device evaluation expected, but not yet completed. A follow-up report will be submitted upon completion of baxter's investigation.